Manufacturer narrative:
Initial reporter phone, was left blank. The initial reporter¿s phone number is: (B)(6). Stryker performed an initial evaluation of the customer's device and was able to verify the reported issue. Stryker replaced the device's system pcba to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.